Event description:
It was reported that the device had tamper switch - not working. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of brok - physically broken / damaged ¿ tamper seal ¿ broken was confirmed. ¿ on (B)(6) 2025 unboxed and paperwork was received. ¿ confirmed report tamper switch - not working. ¿ defective material from supplier. ¿ route the device to san diego repair center for normal processing. ¿ recommended bd san diego repair center to replace tamper switch part number tc10004232 (ass sw tmaper pcu). ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had tamper switch - not working. There was no patient involvement.